Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. The 100% stenosed target lesion was located in the moderately calcified right coronary artery (rca). A 3.00 x 38 synergy¿ drug-eluting stent was then advanced however upon removal, the stent got separated outside the patient's body. The procedure was then completed with a non bsc stent. No patient injury or complications were reported.